Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2013; 419478 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high number of short interval counts (sic) on the right ventricular (rv) lead and multiple non-sustained tachycardia episodes with stable impedance. There is also some myopotential noise at the can. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.